Event description:
It was reported that during an atherectomy procedure, the burr became wedged in the distal end of the guiding catheter. The entire system was removed without incident. No pt injuries or complications occurred.